Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, intermittent telemetry was observed during interrogation. The merlin programmer was moved closer to the patient and the device was interrogated successfully. The patient was in stable condition following the procedure.